Manufacturer narrative:
The customer reported the analyzer "got very hot and powered off". Customer service instructed the customer to properly place batteries into the analyzer. The analyzer was no longer hot and did not power off after troubleshooting. No allegation of patient/user harm. No allegation of incorrect results.

Event description:
The customer reported the analyzer "got very hot and powered off". No allegation of patient/user harm. No allegation of incorrect results.